Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device will be reworked by their facility biomed with a replacement display component. At this time, vyaire medical has not received the suspect device component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an unresponsive touchscreen display on this ventilator device. The customer stated that there was no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect user interface module (uim) for investigation. The fa laboratory cycled on the uim and it completed the boot up process normally. A two hour runtime routine was performed with no anomalies. The fa laboratory also performed the touchscreen calibration and passed. A visual inspection of the internal components was performed with no anomalies. At this time, the fa laboratory could not duplicate the customer event therefore, no root cause could be determined.